Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 7 events were reported for this quarter. Product return status 7 devices were received. Evaluation findings (results/components) 6 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem, overheating problem identified / bearings product disposition 7 devices: scrapped by stryker additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 7 events for the failure: overheating of device. - 7 events had problem identified during non-clinical procedure; there was no patient involvement.